Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) had several pacemaker mediated tachycardia (pmt) events. It was reported that after trigger pacing the patient went into pmt rhythm broke with post-ventricular atrial refractory period (pvarp) extension. Additional information indicated that it was unknown as to whether pmt worsened the patient¿s heart condition. In addition, the patient felt fast heart rates which was all pmt related. Furthermore, reprogramming of device was done. The crt-d remains in service. No additional adverse patient effects were reported.